Manufacturer narrative:
Updated event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
4/30/2019: updated event description: it was reported that on (B)(6) 2019, the patient underwent revision surgery and open reduction procedure due to periprosthetic fracture and non-union. The original implant date of the unknown 4.5 narrow plate and unknown cables is unknown. A humerus was revised that had failed. The patient had multiple surgeries and ultimately a total elbow replacement long stem. At some point, the stem was augmented with fibular struts and what looks like a 4.5 narrow plate and cables. It¿s unknown if the cables were synthes or not, but some were broken but not removed. No screws were used. An open reduction was performed and some screws were added to plate and an additional 3.5 locking compression plate (lcp) used proximally. There were no fragments generated from a broken device. It is unknown if there was a surgical delay. Procedure outcome was unknown. One of the reasons for revision surgery was for the periprosthetic fracture. There was no patient consequence. Concomitant devices reported: unknown 4.5 narrow plate (part#unknown, lot#unknown, quantity unknown). This complaint involves an unknown number of devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated concomitant devices device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: 4.5 narrow plate (part: unknown, lot: unknown, quantity: unknown), strut (part: unknown, lot: unknown, quantity: unknown).

Manufacturer narrative:
This report is for an unknown cable/wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery and open reduction procedure due to non-union. The original implant date of the unknown 4.5 narrow plate and unknown cables is unknown. A humerus was revised that had failed. The patient had multiple surgeries and ultimately a total elbow replacement long stem. At some point, the stem was augmented with fibular struts and what looks like a 4.5 narrow plate and cables. An open reduction was performed and some screws were added to the plate with an additional 3.5 locking compression plate (lcp) used proximally. There were no fragments generated from the broken device. It is unknown if there was a surgical delay. Procedure outcome was unknown. There was no patient consequence. Concomitant devices reported: unknown 4.5 narrow plate (part#unknown, lot#unknown, quantity unknown). This report is for one (1) cable/wire. This is report 1 of 1 for (B)(4).